Manufacturer narrative:
(B)(4). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. According to the implant recovery cards, a patient was implanted with an on-x aortic heart valve with conform-x sewing ring and extended holder 25 mm (onxace-25, sn (B)(4)) on (B)(6) 2013 which was explanted in 2016 (exact date unknown) and replaced with another onxace-25. Additional clarifying information was provided via email on 08/04/2016 by the distributor. Based on conversation with the surgeon, the following was indicated: "this patient had to have redo aortic valve replacement due to sepsis. His first surgery was due to infective endocarditis and his second round of surgery ((B)(6) 2016) [european date format which correlates to (B)(6) 2016] was noted as prosthetic infective endocarditis. He was discharged home on (B)(6) 2016[european date format which correlates to (B)(6) 2016]." The manufacturing records for the onxace-25 valve, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The patient was implanted with an onxace-25, sn (B)(4) on (B)(6) 2013 which was explanted on (B)(6) 2016 (2 years 6 months) due to sepsis/infective endocarditis of the prosthesis. The patient was discharged home on (B)(6) 2016. Operated valve endocarditis is a recognized risk of prosthetic valves that could lead to thrombosis, thrombotic embolism, bleeding events, or paravalvular leak [akins 2008]. The objective performance criteria of iso 5840 for rigid prosthetic valves indicates an endocarditis rate of 1.2%/pt-yr. In the (B)(6) study for avr, there were 9 reported cases out of 375 implants [puskas 2014]. Endocarditis of prosthesis is an infrequent, but known risk of aortic valve replacement using prosthetic heart valves. No further action required.

Event description:
According to the implant recovery cards, a patient was implanted with an on-x aortic heart valve with conform-x sewing ring and extended holder 25 mm (onxace-25, sn (B)(4)) on (B)(6) 2013 which was explanted in 2016 (exact date unknown) and replaced with another onxace-25.